Event description:
It was reported that the right ventricular (rv) lead had high impedance and rising threshold. It was determined that the rv coil pin was not fully inserted into the header. The lead was reinserted into the header and appropriate impedances were obtained. The r waves were small, as they had been previously. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.